Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. It was reported that the logs had a generator interface error occur. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, a scan had an early termination and did not have a nav tag. Medtronic representative confirmed that everything had green status and a registration beep was heard from the imaging system before the spin initiated. Rebooting the imaging system and mobile view station (mvs) resolved the issue and the site was able to complete 3d imaging spin and sent the images to navigation system. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.